Event description:
Ous MDR - after an implantation time of about 20 months, it was reported that the pt was admitted to the hospital after an inappropriate shock. Lead fracture is suspected. There were no adverse pt effects reported.

Manufacturer narrative:
Ous MDR - the analysis of the lead discovered fraying of the insulation 17 cm distal of the connector pin as well as fraying of the coating of the rope conductor to the ring electrode at just that site. This damage manifestation is with high probability to be regarded as the cause for the clinical complaint. The fraying of the insulation requires excessive mechanical load at the lead. The torsion of the lead in the proximal area leads to the assumption that a twisting (twiddler) of the lead occurred in the implanted state. The position and characteristics of the fraying lead to the assumption of a simultaneous occurrence of strong pressure of the lead onto the ICD housing and excessive friction of the lead at the ICD housing. X-ray images or diagnostic images of any other kind, which could provide info about the positional relationships of the implanted system in the body, were not available for analysis. The deformation of the vcs shock coil and the cuts in the insulation are probably due to the explantation process. The analysis was unable to find any manufacturing error or material defect.